Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia, with blood glucose exceeding 400 mg/dl for approximately five hours despite meal announcements and an initial infusion set in place; subsequent guidance led to multiple supply and site changes, verification of straight cannula, and confirmation of insulin delivery through tubing, after which glucose decreased to 170 mg/dl. Symptoms included anxiety related to elevated glucose and a localized rash with redness and bumps at the prior infusion site. Outcomes included use of subcutaneous insulin by pen as back-up therapy and no need for professional medical intervention. Investigation included customer interview, device use review, and troubleshooting with infusion set replacement and tubing flow check. Investigation of this case revealed no observed device alarms, no bent cannula, and resolution of hyperglycemia following site change, with an unclear root cause. It was concluded that the event involved hyperglycemia of unclear cause with user education and troubleshooting completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.